Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that it was a potential battery issue. The field service engineer replaced medstation es battery. Inspected e-compartment and removed large amounts of dust to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system has battery issue. The customer reported that 4wbluepx continuously rebooting and showing as power supply has been disconnected. This malfunction caused a delay in patient care. The user managed to get medication from another station. There were no adverse events or injuries reported based on this incident.